Event description:
International customer reports that the device inflated with air upon initial activation. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 09/26/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot number of the device associated with this event is not known. International affiliate reports the following possible products: lot: 47835isp mfg: 05/14/2008, exp: 06/30/2013; lot: 47901isp, mfg: 05/29/2008, exp: 06/30/2013; lot: 47696isp, mfg: 04/21/2008, exp: 05/31/2013; lot: 47766isp, mfg: 04/30/2008, exp: 05/31/2013; lot: 47635isp, mfg: 04/08/2008, exp: 04/30/2008. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.